Manufacturer narrative:
Service order, (B)(4), feedback: the centrifuge was cleaned and the cracked centrifuge cover was replaced. A system checkout procedure was successfully completed and all was within specifications. No further validation needed. The unit was ready for operation. The kit was returned for investigation. The analysis of the kit is still in progress. An additional supplemental report will be filed when the analysis of the kit is complete. (B)(4).

Manufacturer narrative:
The data key and photos were returned for analysis. A review of the data key indicated that the leak sensor was tested prior to the start of the treatment. The data confirmed that several air detected and occlusion patient alarms had occurred and the treatment was aborted. A review of the photos indicated that there was some dried blood on the outside of the bowl, on the surface below the bowl seal and down the side of the bowl. Also the green stripe bowl connector outlet line could be easily pulled off. The connector is designed to press fit onto the bowl port, relying on an interference fit. The evaluation of both the data key and photos confirmed the occurrence of a blood leak at the bowl. The combination of the air detected alarms and the observed blood on the outside of the bowl seal was an indicator that the bowl seal had lifted. The bowl seal can lift when there is excess pressure in the bowl. The root cause of the blood leak could not be determined based on the information available, as no manufacturing defects were confirmed. A review of the device history record found no related nonconformances and the lot had passed all lot release testing. Trends were reviewed for complaint category, occlusion patient alarm. No trend was detected for this complaint category. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d721 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, air detected alarm and tubing leak. No trends were detected for these complaint categories. Service order report, (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. This assessment is based on information available at the time of the investigation. At the time of this report, the manufacturer has not received the kit. A supplemental report will be filed when the kit is received and its analysis is complete. (B)(4). Manufacturer has not received the kit.

Event description:
The customer reported that when the centrifuge bowl started to slow near the end of the buffy coat collection, a small blood leak was observed from the top of the centrifuge bowl tubing. The customer also reported an air detected alarm occured and microscopic bubbles were observed. The customer was able to resolve this alarm. The customer clamped the patient's line, aborted the treatment, and did not return any fluids to the patient. The customer estimated the patient's red blood cell loss to be approximately 125ml. A physician evaluated the patient and determined that no medical invention was necessary. The patient was discharged in stable condition. The customer requested that the instrument be evaluated for service, and requested that the glass centrifuge chamber cover be cleaned and/or replaced. Service order, (B)(4), was generated. The customer has agreed to return the kit for investigation.